Event description:
It was reported that high, out of range hv lead impedance and noise were observed. At explant, an insulation anomaly was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 5.8-6.5cm and 7.2-8.0cm from the connector pin, consistent with lead friction to the ICD can. The coil was visible at these locations. This is consistent with the observation from the field of noise if the lead were to come in contact with the ICD can.